Event description:
The MFR received info alleging a customer observed flames coming out of an everflo oxygen concentrator. There was no report of pt harm or injury.

Manufacturer narrative:
The device was evaluated by the MFR's service center. There are indications of an internal charring and smoke but not of an external fire. The device internal thermal damage was caused by the printed circuit board. All affected internal components were replaced to address the issue.